Event description:
It was reported that the patient had been treated for low blood glucose levels. The patient's blood glucose levels had decreased to 44 mg/dl while wearing the pod between 4 and 24 hours. The patient reports upon arrival of the emergency medical services (ems), the patient was treated with 2 (15 g) glucose tablets. The patient did not go to the hospital as the patient was driven home by ems.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported required treatment for low blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown, cloud - omnipod 5 software app version 3.1.1, cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06, cloud - smartphone hardware n5004l, cloud - cgm sensor type g6.